Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 20mm watchman flx laa closure device with delivery system (wds). 18 hours post procedure, a pericardial effusion was discovered via transesophageal echocardiogram. A pericardial tap was performed and 600ml of fluid was removed. Following the pericardial tap, the patient was stable and under physician monitoring. The patient is expected to make a full recovery.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 20mm watchman flx laa closure device with delivery system (wds). 18 hours post procedure, a pericardial effusion was discovered via transesophageal echocardiogram. A pericardial tap was performed and 600ml of fluid was removed. Following the pericardial tap, the patient was stable and under physician monitoring. The patient is expected to make a full recovery. It was further reported the pericardial effusion occurred with cardiac tamponade.